Event description:
The consumer alleges the chair took off by itself, driving off a metro rail platform, allegedly fracturing their wrist and broke their ankle.

Manufacturer narrative:
MFR received report from the transit authority. Info indicates person lost control of their chair resulting in alleged incident. Chair was reportedly serviced by dealer prior to incident. As of yet MFR has not received device back for inspection. Malfunction has not been established.